Event description:
It was reported that guide wire coating peeled off. A v-14 control wire was selected to cross the lesion however, the hydrophilic coating came off the wire. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).